Event description:
It was reported to boston scientific corporation in 2009, that a wallstent endoprosthesis endoscopic biliary was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in the same month. According to the complainant, a wallstent was placed in a patient suspected of having pancreatic cancer; the disease was later found to be benign. Two years later, the patient returned with jaundice. An ercp was performed which identified that the stent had migrated from bile duct into the duodenum. The stent was blocked with bile duct debris, which required trawling of the duct to remove. The patient was sent to surgery to have stent removed. It was the physician's opinion that the product was not at fault, but rather an unusual patient anatomy that contributed to the complaint incident.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A search of the complaint database revealed that no additional complaints exist for the specified lot. A labeling review identified that the device was used per the endoscopic covered biliary directions for use (dfu). The most probable root cause for the reported malfunction is anticipated procedural complication.